Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced left sided weakness, and that CT scan confirmed an ischemic stroke. It was reported that the stroke occurred post-implant at an uncertain time. The patient was on anticoagulation. The patient continues with rehabilitation and the physicians are hopeful for a full recovery. No additional information was provided

Manufacturer narrative:
This event was reported to the manufacturer by the user facility in error. No further investigation is required. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the vad coordinator which stated that the original event of (B)(6) 2016 was reported to the manufacturer in error. ¿none of the patient identifiers align with the event reported ¿ it was an error. (There are) no events in this patient's record or any others on this date, and no stroke events around the date even.¿